Event description:
It was reported the customer was hospitalized due to high blood glucose. Customer reported their blood glucose was 4.9 mmol/l and quickly rose to 24 mmol/l, leading them to seek medical assistance. There were no significant events leading to the customer's hospitalization. The nurse at the customer's hospital stated she suspected the insulin pump was the cause of the customer's hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.